Event description:
Pt implanted in 1999 in upper vermilion border and oral commissures. Onset of infection 02/03/1999 in perioral. Pt treated with cortisone and cipro 02/04/1999. Implant explanted in 1999.